Event description:
A patient was revised to address a migrated cascadia an lordotic-oblique interbody at l5/s1. The patient reported leg pain and subsequent imaging identified the migrated device.

Manufacturer narrative:
Additional data: d4, d9, h3, h4. H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient was revised to address a migrated cascadia an lordotic-oblique interbody at l5/s1. The patient reported leg pain and subsequent imaging identified the migrated device.